Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was successfully explanted on (B)(6) 2025. No adverse patient effects were reported. This pacemaker has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.